Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event report. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was not receiving adequate stimulation. Reprogramming could not resolve the issue. The physician replaced the patient's two leads (with the same lot number) on (B)(6) 2011. It was reported, the leads will not be returned. It was also reported the patient had effective stimulation postoperative.